Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope tested positive for >100 colony forming units (cfus) of an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: tip. Cfu:no detection. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: forceps and suction channel. Cfu:0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water supply channel. Cfu:0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: sub-water supply channel. Cfu:0 cfu/ml. Bacterial identification: n/a. Review of reprocessing procedure information provided by users revealed no significant deviations from the instructions for use. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.